Event description:
Customer reported an incorrect time setting on the pump, but the reason for the discrepancy was not known. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with updating the pump time and advised monitoring for any recurring discrepancies, educating that an incorrect date should not affect insulin delivery. Customer understood and acknowledged the guidance provided.